Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the locking clip on the mounting bracket is broken and the bracket is worn out as well on the part of the base where the wheel attaches to the chair on the manual base.